Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention due to hyperglycemia. The patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod longer than 48 hours. The patient was wearing pod when he went to doctor's office; doctor tested bg levels with a finger stick and result was 690 mg/dl. A nurse also applied a new pod and delivered a bolus. Patient left the doctor's office the same day and the pod in question was discarded.